Manufacturer narrative:
The t:slim g4 pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer primed the tubing 3 times, and received multiple minimum fill messages. Reportedly, the cartridge was filled with "at least" 300 units. The customer reported overfilling and heard the bag pop when the cartridge was filled. The customer confirmed that a new cartridge would be loaded onto the pump and declined having cts stay on the line while a new cartridge was being loaded. There was no reported impact to the customer's blood glucose level.